Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a full loss of bowel control. Her bowels were not as welled and came out in pieces. There was a loss or change of therapy. Stimulation was not felt and therapy was on. The situation was not resolved. The patient had a hip replacement on (B)(6) 2015 and the stimulator was not turned off. Her leg gave out, she didn't fall and grabbed a railing, but went to urgent care and had several x-rays, during which the stimulator was not turned off. There was no trauma or fall that could be related to this issue. Stimulation was on at 2.8v on program 1. After increasing it to 3.1v, the patient still did not feel stimulation. It was then moved to program 3 at 1.3v, and there was still no stimulation. The patient lost bowel control last week and fully lost control yesterday, (B)(6) 2016.

Event description:
Additional information received from the patient reported that the "med-stim ((B)(6) 2015)" gave her some freedom. Her stools were more firm and had freedom until (B)(6) 2016 when things got worse. She was working with her doctor for solutions. The circumstance that led to the issues included the stimulator needed increased intensity in (B)(6) 2016. It was helpful, but things had taken a turn of the worse. She had not given up and the medication had been helpful. "My body needs to improve."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they have dealt with colitis for 1 1/2 years and the implant gave them enough notice that they can leave home. It was further stated that about 1 month before (B)(6) the patient had more loose stools and near accidents. Stimulation was increased and it "definitely helped" as a result. The patient feels safer, but still hasn't gotten to the bottom of what is causing the bowel issues. They have an appointment with their gastro hcp on the week after (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient has experienced a loss or change of therapy. Patient reported change in bo wel control, has no control, no urge anymore, and said that they have gone back to wearing depends. Patient said that the healthcare provider (hcp) reprogrammed it about 3-4 months ago, so the patient doesn't feel the buzzing. Patient is on program 3 at 2.6v and therapy is on. Patient also said that she has not made any changes to her dietary habits that might affect her symptoms. Patient increased their settings to 2.8v, but stimulation wasn't felt in the correct area. It was suggested that the patient make slow increases to determine which setting might help with symptom control. It was explained to the patient that everyone experiences stimulation sensation differently. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Patient will monitor symptom results after increasing setting and increase as needed however never beyond level of comfort. Patient will call back if she determines it is time to switch programs. Patient has an appointment on (B)(6) 2017 and is going for testing for small intestine. This is considered a sudden change in therapy/symptoms. Additional information was received from the patient after their appointment. The doctor the patient saw isn't familiar with the implantable neurostimulator (ins) the patient has. Patient clarified that they don't think the ins has been operating for 4 months. Patient is experiencing violent diarrhea, no control, 12-16 bowel movements per day, and that the implant had helped for 1.5 years for bowel control. Patient will be seeing their doctor regarding their issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.